Event description:
It was reported while using bd alaris pump module infusion set there was damage to the product and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when CT started the contrast the IV chamber exploded with fluid all over the patient and CT. IV was turned off and the tubing was removed from inside the chamber, it was found to have tear/hole in the top of the tubing. The IV pole could no longer be used because it has fluid all over it and was wet and then the patient needed a new piv placed stat to receive the contrast.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22085428 d4: medical device expiration date: 15aug2025 h4: device manufacture date: 15aug2022. D4: medical device lot #: 22085429 d4: medical device expiration date: 23aug2025 h4: device manufacture date: 23aug2022. D4: medical device lot #: 22095342 d4: medical device expiration date: 09sep2025 h4: device manufacture date: 09sep2022. D4: medical device lot #: 22095773 d4: medical device expiration date: 28sep2025 h4: device manufacture date: 28sep2022. D10: device available for eval yes, d10: returned to manufacturer on: 04-jan-2023 . H6: investigation summary one sample of material number 2204-0007 was received for quality evaluation. The customer complaint of leak from damaged component was verified by visual inspection. Upon evaluation of the infusion set, damage to the silicone tubing of the upper pumping segment can be clearly identified. The damage to the tubing looks to have been due to the silicone tubing ballooning and then bursting. The silicone tubing indicates that there was ballooning due to its slight stretched out appearance around the damaged area. There were no additional damages to the infusion set, however, it looks as if the smartsite above the pumping segment was used, due to a green sterile cap being apply to the smartsite. The lot number was reported as unknown. Based on the smartsite identification numbers, a device history record review was conducted on potential lot numbers. A device history record review for model 2204-0007 lot number 22085428 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2204-0007 lot number 22085429 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2204-0007 lot number 22095342 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2204-0007 lot number 22095773 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the findings of the investigation, and the root cause for the damage seen in the infusion set is that the infusion set was either misloaded in to the infusion pump or that a medication push was conducted into the primary line above pump. Both of these actions would cause the silicone tubing at the upper pumping segment to balloon then burst. H3 other text : see h10.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 2007 was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module infusion set there was damage to the product and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when CT started the contrast the IV chamber exploded with fluid all over the patient and CT. IV was turned off and the tubing was removed from inside the chamber, it was found to have tear/hole in the top of the tubing. The IV pole could no longer be used because it has fluid all over it and was wet and then the patient needed a new piv placed stat to receive the contrast.